Manufacturer narrative:
This device is used for treatment not diagnosis. Treatment of femoral shaft fractures in children and adolescents. Mostafa, m., hassan, m., gaballa, m . Journal of trauma. 2001;51:1182¿1188. This report is for an unknown ao plating/unknown lot/unknown quantity. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: treatment of femoral shaft fractures in children and adolescents. Mostafa, m., hassan, m., gaballa, m . Journal of trauma. 2001;51:1182¿1188. The study included two groups of patients were treated by ao plating for femoral shaft fractures. The first included 36 (20 girls and 16 boys age range 5 to 14 years polytraumatized children. The second involved 10 cases of old malunited fractures. Their were 7 males and 3 females with an average age of 6 years old. Average follow-up for the patients was 5 years. In all cases a single (4.5) ao narrow dynamic compression plate was used and ao fixation principles were followed. Partial weight bearing with crutch ambulation was allowed after 4 weeks. (B)(6). A (B)(6) boy began full weight bearing 2 weeks postoperatively. He was readmitted for replating and healed eventually after 8 weeks from the second surgery. This is report 1 of 1 for (B)(4). This report is for ao plating of the femoral shaft fractures.